Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was reported that the patient¿s implantable neurostimulator (ins) was being replaced on (B)(6) 2018. The manufacturer representative stated that the patient¿s ins could not be brought out of its overdischarged state. It was unknown when the issue occurred. No further complications were reported or anticipated. Indication for use is non-malignant pain.